Manufacturer narrative:
(B)(4). As per the user facility's perfusionist, the flowmeter was reading one to two liters lower than the one showing on the central control monitor (ccm).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a gas flow discrepancy. The surgical procedure was completed successfully. There was no delay, no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.